Event description:
In position #3, the release grip of the relay nbs pro delivery system was not working. The black apex holder knob was able to be rotated, but then it could not be pulled back towards the grey guidewire luer. Multiple attempts were made. Eventually graft released from delivery system. Patient outcome - "no harm to patient."

Event description:
In position #3, the release grip of the relay nbs pro delivery system was not working. The black apex holder knob was able to be rotated, but then it could not be pulled back towards the grey guidewire luer. Multiple attempts were made. Eventually graft released from delivery system. Patient outcome - "no harm to patient."